Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 200 mg/dl and their sensor glucose read 50 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. Customer also reported bad sensor alerts and calibration error alerts. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.